Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's device, exhibited oversensing that resulted in greater than two seconds of pacing inhibition. When connected to a replacement pacemaker, oversensing and pacing inhibition continued to be observed. The lead was capped and abandoned and the replacement pacemaker remains implanted and in service. No additional adverse patient effects were reported.